Event description:
While servicing the ventilator, the respironics service manager observed a diagnostic code in log history inidicating a defection of the oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. The customer reported there was no patient harm. The ventilator is under evaluation and repair is still in progress.